Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker device showed four years of battery life and the patient was in atrial fibrillation (af). The device was reprogrammed but did not show a lot of improvement in longevity. Furthermore, diagnostic data indicated that the device was depleting normally. The power consumption was elevated above the nominal due to persistent atrial fibrillation. The device remains in service. No adverse patient effects were reported.